Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call low blood glucose and hospitalization. Customer's blood glucose level was 32 mg/dl. Customer treated their low blood glucose via insulin drip and glucose tablets. Customer advised their basal rates were adjusted which may have resulted in low blood glucose levels. Customer advised they ate food at a later time than normal. Customer declined to troubleshoot the insulin pump and did not believe the device malfunctioned.